Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Syringes are leaking fluids. Customer reported by phone, he has a complaint about item 300865 spuit centric luer-lock tip 50ml. The syringes are leaking. On some syringes there is little to see on the outside but when pulling up medication the medication leaks through the rubber (from 25-30ml). This is lot no. 2402031 with production date 2024-02-01 and expiry date 2029-01-31. When did the incident occur? = during use.

Manufacturer narrative:
(B)(4). Follow up MDR for device evaluation: three photos and multiple samples were provided to our quality team for investigation. Through visual inspection of the photos, a leakage past the stopper ribs is observed, verifying the reported incident. Upon evaluation of the products, damage is identified between the 30ml and 40ml marking on all provided products. As a result of the damage, leakage occurs when the stopper is moved across this portion of the syringe. A device history review was performed for reported lot 2402031, finding one annotation related to the reported incident. During assembly, it was found the wheels within the equipment were not properly synchronized due to a jam. Retained samples of the same lot were used for additional evaluation. All product was inspected, no damage was observed on any of the devices and results of the leakage test verified product met required specification. Based on the sample evaluation and our quality team's investigation, it was determined the damage observed likely occurred during the assembly process due to the issues found with the synchronization of the wheels. Manufacturing personnel have been notified of this incident. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends,

Event description:
Syringes are leaking fluids. Customer reported by phone, he has a complaint about item 300865 spuit centric luer-lock tip 50ml. The syringes are leaking. On some syringes there is little to see on the outside but when pulling up medication the medication leaks through the rubber (from 25-30ml). This is lot no. 2402031 with production date 2024-02-01 and expiry date 2029-01-31. When did the incident occur? = during use. Customer replied on (B)(6) 2024, has there been any patient impact (serious injury, medical intervention, change of treatment required)? = no, they discovered it in time. Were there any negative consequences for the operator due to the leak? = no, they discovered it in time. Could you please confirm what medication was used and leaked past stopper? = they used several mediations. One of them was noradrenaline. Could you please confirm is there any damage observed on the device where the leak is occurring polc = there was no damage at the device because they discovered it in time.